Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an implantable cardiac monitor that could not be interrogated. An error message was also popping up on multiple programmers while trying to interrogate the device. Device firmware was restored, which resolved the issue. The patient was stable throughout.